Manufacturer narrative:
One device sample was received in used condition inside a plastic bag which it is not its original packaging. During visual inspection it is observed that the catheter tip was damaged since one of the sides was ripped. A root cause was not identified. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that during the infusion port insertion operation, it was found that the catheter tip was damaged and notched during the port and catheter was flushed, a new set of infusion port was replaced. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.